Event description:
It has been reported to philips that system did not boot up. The device was outside clinical use at the time of the reported event . No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that system not booting. After reviewing the log file fse found that there is a problem with software. The fse reloaded the software. After reloading was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.